Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive to touch. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer stated that the touchscreen had been replaced. Good faith effort (gfes) are being completed to confirm that the part replacement resolved the issue and that the device has been returned to use. This investigation is ongoing.

Manufacturer narrative:
The customer stated that the touchscreen had been replaced. Multiple good faith efforts (gfe) to the customer were attempted to obtain confirmation of issue resolution, a return to service, and any potential replaced part return. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.